Manufacturer narrative:
Product complaint #: (B)(4). Sent to the FDA: 10/22/2019. Additional information: d10, h3, correction: d3, g1, g2, h3 evaluation: sample was evaluated failure mode reported by customer may be caused by tie too long. During sample evaluation was found that the tie strap did not interfere on the correct function of the locking mechanism. Sample was evaluated, and defect reported by customer was duplicated, locking mechanism of plate was broken. It was not possible to lock the reservoir. After sample evaluation it was concluded that plate could have been broken while reservoir was being used, since at manufacturing line the plate remains closed during all process. On plates subassembly area, there is an inspection to assure that plate opens and closes properly. Therefore, other external causes could have affected the product integrity such as handling, nonproper usage or any other possible contributor. Based on the present analysis, it is determined that the reported complaint is duplicated, however is not related to manufacturing process and it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacture control.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested and was provided: was a new reservoir used to complete the case? No further information is available. What was the complaint about the reported blake drain product 2232? No further information is available. (For reservoir). Was the drain broken? No further information is available. If yes, was it removed from the patient and a new inserted surgically to complete the case? Lot number of blake drain the lot number is unknown (issue with reservoir not drain). Device return follow up/ status when we send the sample to you, we will let you know its return date and tracking number. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 a reservoir was used. On the 5th day post operatively, (B)(6) 2019, the reservoir could not be locked and broken on the hospital ward. Further details are not provided there were no adverse patient consequences reported.